Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v963207, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection with the original implant in (B)(6) 2012. The healthcare provider (hcp) switched the implantable neurostimulator (ins) to the other side and the issue resolved.